Manufacturer narrative:
The alleged inspection by the user facility found that there was a cot drop event due to the safety bar missing the safety catch. A resolution to this issue is unknown as no further information was provided by the user facility.

Event description:
The customer is stating that an mx pro cot carrying a patient suddenly dropped to the ground missing the safety catch. Ther was patient involvement, however patient impact is unknown.

Event description:
The customer is stating that an mx pro cot carrying a patient suddenly dropped to the ground missing the safety catch. Ther was patient involvement, however, patient impact is unknown.